Manufacturer narrative:
Investigation summary: the unit was returned for evaluation. The unit was triaged and the reported issue could not be confirmed at this time. However the battery was found to be deteriorated and expired. The battery was replaced. Since the reported issue was not confirmed, no corrections are required at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they attached the bag with 80 ml of milk to the pump. The feeding started setting the flow rate at 70 ml/h and total feeding volume of 70 ml. However, all 80 ml was fed from the bag then the empty alarm occurred and feeding was stopped. There was no harm to the patient.